Event description:
A materials mgr reported eye pressure fluctuation during fluid / air exchange (fax) during a vitrectomy procedure. When switching back to air, the valve on tubing "blew causing a small retinal break". No additional surgery was required. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).